Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was damaged and was no longer working. Customer stated the drive support cap was sticking out and the piston was broken. Customer was advised to discontinue use of the device. Customer's blood glucose was unknown. No further information reported.